Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. During routine service and repair, it was observed that the attachment device did not work properly, had a damaged component,missing housing and warning symbol, and failed visual assessment. It was determined that the device failed visual assessment for the following: damaged and flared nose tube, housing had external scratches, cosmetically unacceptable, and missing attention symbol. It was further determined that the device failed for vibration and the unit reflected heat in the elbow with a reading of 104 degrees fahrenheit which was greater than manufacturers' specification (specified reading is less than or equal to 103 degrees fahrenheit) and the unit reflected heat in the base with a reading of 106 degrees fahrenheit which is greater than manufacturers' specification (specified reading is less than or equal to 103 degrees fahrenheit). During repair, it was also observed that the bearings and bushings were worn out with corrosion on them which caused the vibration and heat (not working properly). It was determined that the assignable root cause was due to worn out bearings, gears and bushings from normal use and servicing over time. It was determined that the root cause of the damaged and flared nose tube was consistent with excessive side loading causing the cutter to flex and to come in contact with the nose tube, which was caused from misuse, abuse, and possible user error. It was determined that the housing with external scratches that was cosmetically unacceptable was determined to be due to normal use over time. It was determined that the missing attention symbol was due to the device being already in the field during implementation (adding) of the attention symbol. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and repair, it was observed that the housing was damaged and the warning symbol was missing on the housing on the attachment device. It was further determined that the device failed visual assessment for the following: damaged and flared nose tube, housing had external scratches, and the attention symbol was missing. During in-house engineering evaluation, it was determined that the device failed for vibration and the unit reflected heat in the elbow, and in the base. It was further determined that the bearings and bushings were worn out with corrosion on them. It was noted in the service order "does not work properly". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.